Manufacturer narrative:
(B)(4). Further investigation was performed. The reported patient effects of hemolysis, worsening heart failure and death as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor who noted that the initial procedure was successful, reducing mitral regurgitation (mr) to 1. Three days later, due to partial clip movement and leaflet tear, a second procedure was performed. The patient was confirmed stable post procedure; however, death occurred two days later in the context of hemolysis and multi-organ failure. The death was not directly related to the device, but the two procedures and the leaflet tear likely contributed to the deterioration of the patients clinical condition. The reported patient effects of hemolysis and heart failure appear to be a result of the mr and deterioration of the patients condition, leading to patient death. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the previously filed medical device reports, the following information was provided: after the procedure on (B)(6) 2017, surgery was considered but declined. On (B)(6) 2017, the patient died due to multi-organ failure caused by hemolysis and severe heart failure in the context of mitral regurgitation. No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) number is reported as unknown because it could not be confirmed which of two clips experienced the leaflet movement; therefore, the UDI and lot history record review are provided for both clips as follows: part / lot: cds0502/60912u193 expiration date: 09/13/2017. (B)(4). Part / lot: cds0502/60927u189 expiration date: 09/28/2017. (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint histories identified no similar incidents reported from these lots. The reported patient effects of worsening mr, dyspnea and mitral tissue damage, as listed in the mitraclip system instructions for use are known possible complication associated with mitraclip procedures. All available information was investigated and the reported partial clip movement on the leaflet appears to be related to patient morphology/pathology. The reported patient effects of tissue damage and worsening mitral regurgiation (mr) appear to be result procedural conditions and likely due to the clip movement on the anterior leaflet. The reported dyspnea was likely a symptom/secondary effect of the worsening mitral regurgitation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the partial leaflet detachment, leaflet tear and increased mitral regurgitation (mr), requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat mr with a grade of 3-4. Two clips (60912u193, 60927u189) were implanted in a central location at a2/p2, reducing the mr to 1. On (B)(6) 2016, the patient experienced dyspnea. Echocardiogram was performed which found that one of the initial clips was partially detached from the anterior leaflet, but remained fully attached to the posterior leaflet. Additionally, the anterior leaflet was torn and the mr had increased to 3-4. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. One clip (61018u133) was implanted on the lateral side of the partially detached clip for stabilization, but the mr remained at 3-4. The tear in the anterior leaflet was in the shape of a hole that could not be treated with a clip; therefore, the tear was treated with a ventricular septal defect (vsd) occluder, reducing the mr to 2. The patient was confirmed stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is reported as unknown because it could not be confirmed which of two clips experienced the partial leaflet detachment; therefore, the UDI, date of manufacture and expiration date is provided for both clips as follows: lot: 60912u193, UDI number: (B)(4), date of manufacture: 09/13/2016, expiration date: 09/13/2017. Lot: 60927u189 UDI number: (B)(4), date of manufacture: 09/28/2016, expiration date: 09/28/2017. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed 30-day medical device report it was reported that on an unknown date, the patient was sent to mitral valve replacement surgery. The patient died after surgery. No additional information was provided.